Event description:
During the procedure the one instrument that is from a loaner tray was being used and a part of the instrument dislodged from the instrument set up inside the patient. Surgeon was able to remove the item from the patient and item was accounted for. New instrument tray was opened and used.